Manufacturer narrative:
Since this event involved two medical devices, two manufacturer reports are being submitted. This report describes the first device. Manufacturer report number 9611385-2015-00039 describes the second device.

Event description:
On (B)(6) 2015, a representative from a dental office reported that a patient who had a crown made from 3m espe lava ultimate implant crown restorative, required a root canal. This crown was seated on (B)(6) 2013, using 3m espe relyx ultimate adhesive resin cement. Sensitivity was noted while the crown was being seated and by (B)(6) 2013, it had worsened; a root canal was recommended and was performed on (B)(6) 2013. After the root canal, the patient remained sensitive, so a second root canal was done on (B)(6) 2013. At the current time, the tooth is reported to be feeling better.